Event description:
Event description cpi received information that a ventak mini implantable cardioverter defibrillator (ICD) was removed from service after delivering shocks into less that 10 ohm impedance (electrically shorted condition). Further information indicated that the endotak transvenous defibrillation lead exhibited an insulation problem on the rate-sense portion of the lead, allowing the conductor wire to come in contact with the case of the ICD. Both the ICD and a portion of the lead were removed and replaced.